Event description:
Boston scientific crm received information that the right ventricular (rv) and right atrial (ra) lead dislodged one day post implant. Both leads were successfully repositioned. The next day it appeared the leads had dislodged a second time. More slack was given to the ra lead and the rv lead was explanted. A new rv lead was successfully implanted and to date, no adverse patient effects were reported. All dates are provided by boston scientific.